Event description:
It was reported that this insertable cardiac monitor (icm) device had significant product performance issues. The device is no longer in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).